Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were air bubbles in her reservoir. Her blood glucose was in the low 400 mg/dl range. The patient treated via manual insulin injection and bolus. The customer changed the set but the air bubbles persisted. The reservoir will be returned for analysis.